Manufacturer narrative:
Device evaluation update: g3, g6, h2, h6 and h10. Results of investigation: vyaire medical field service representative(fsr) went on-site to evaluate the device. The root cause as due to software bug in improved internal o2 sensor communication handling found in v6.0.1600.0. This issue is resolved with v6.0.1700.0.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation but a vyaire field service representative (fsr) evaluated the device onsite and sent the logs to technical support and upgraded the unit to patch 19. The fsr replaced the o2 (oxygen) cell and calibrated the unit.verification was performed and the unit passed. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000e us shut down while being used on a patient. The customer stated that the screen was black with the an error message. The patient appeared not receiving ventilation. The patient's vent circuit was removed then patient was bagged with 100% o2. The on/off button was pressed and machine removed from room. Furthermore, the respiratory therapist (rt) and nurse in charge stated that the patient's spo2 started to decrease.